Manufacturer narrative:
Citation: de lange f, et al. Unusual complication after cardiac surgery: iatrogenic ortner¿s syndrome. Netherlands journal of critical care. May 2021; 29(3): 148-150. Doi: not available. Full text article pdf attached to report. Earliest date of publish used for date of event: (B)(6) 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) year old female patient with a medical history of chronic atrial fibrillation and angina pectoris who underwent a hybrid cardiac procedure, consisting of off-pump coronary artery bypass grafting, tricuspid annuloplasty, and direct aortic access transcatheter aortic valve replacement (tavr) with a 26 mm medtronic corevalve (unique device identifier number not provided). Following tavr, external pacing was applied in dual-chamber antibradycardia mode because of complete heart block. Subsequently, a dual-chamber pacemaker was implanted at an unspecified time during the first week after tavr. No additional adverse patient effects or product performance issues associated with medtronic product were reported.